Manufacturer narrative:
The device was discarded by the hosp, so failure confirmation is not possible. Based on the failure description provided, the most probable root cause is delamination of some gas fibers from the polyurethane potting area. Maquet cardiopulmonary ag has initiated CAPA (corrective action and preventative action) process (CAPA-(B)(4)) to address the appropriate corrective and preventative action. Maquet cardiopulmonary ag will continue to address the most probable root-cause through CAPA (B)(4), as well as continuously monitor upcoming complaints for trends. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that while in use on a pt, blood was observed at the gas outlet of the device. Amount of blood lost was not quantified. The device was replaced. Treatment was delayed approximately 10 minutes maximum. (B)(4).